Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lens, damaged remote dose connector, and a damaged ac connector. Functional testing was able to verify the reported problem. It was determined that the damaged display was the root cause of the issue. The lcd display was replaced. To address the dso seal damage, the dso seal was also replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's screen was pixelated. There was unknown patient involvement.